Event description:
Hemodialysis treatment initiated without difficulty. Within minutes, the blood leak detector alarm went off. Visible blood was noted in the dialysate lines. Treatment was terminated.